Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensors were not working. Customer's blood glucose values were between 65 to 265mg/dl. Customer did not want to troubleshoot for high and low blood glucose values. Insulin pump will be returned for analysis.